Event description:
It was reported that the right ventricular (rv) lead caused a cardiac perforation which was identified via diagnostic imaging. The rv lead was explanted and a new rv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event was for cardiac perforation. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix with traces of blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.